Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/21/2020. Additional information was requested and the following was obtained: what was the size of the needle used?: 31 mm (product code jv2017). Was more than half the needle retained in the patient?: yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Was x-ray performed and confirmed the location of the retained needle? Where is the device fragment retained; in what tissue/structure? Other relevant patient history / concomitant medications? Is the device involved in the event available to be returned for evaluation?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: which part of the device broke during the procedure, the suture or the needle? Please clarify. It was the needle that broke during the procedure was the broken needle piece retained in patient? If yes, how was it retrieved? Are there any future interventions; any x-ray done to remove the broken needle? The patient is doing well. The surgeon does not plan to remove the needle from the patient. A manufacturing record evaluation was performed for the finished device lot qabghpr0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle of the thread broke when suturing of the venous plexus of santorini in retro-symphyseal and could not be recovered. The patient will no longer be able to have an MRI since the needle has remained intracorporeal. The surgeon is not planning to remove the needle from the patient. The patient is under clinical supervision and doing well. There were no adverse patient consequences reported. No additional information was provided.